Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report perforation in the left atrium and pericardial effusion leading to death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips, an ntw clip (00819u215) and nt clip (00801u106) were implanted without issues, reducing mr to 1-2. Later that day the patients blood pressure dropped. An x-ray was performed and a pleural effusion in the lungs was confirmed. The patient was sent to surgery and during surgery a tear in the left atrium was noted. The tear was not noted during the mitraclip procedure; however, it was noted that during removal of the clip delivery system (cds), the team made sure there was no contact of the mandrel or interaction to the left atrium, but the physician indicated that might have been the case which would cause the tear in the left atrium which led to pericardial effusion and then the pleural effusion. The tear was patched; however, the patient didn't recover and expired the next day on (B)(6) 2021. The clips remained stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported adverse event without identified device or use problem. Based on available information, a cause for the perforation, pericardial effusion, hypotension, and death could not be determined. Furthermore, perforation, pericardial effusion, hypotension, and death are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.